Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to experiencing syncope. A review of the interrogation noted that the patient received a possible inappropriate shock for an atrial arrhythmia in progress at the time of therapy with rapid ventricular response which was detected at ventricular fibrillation (vf). Occasional atrial undersensing was also noted. Both the device and the atrial lead remain in use. No further patient complications have been reported as a result of this event.